Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left circumflex (lcx) artery with mild calcification and mild tortuosity. Pre-dilatation was performed using a 2.0x12mm semi-compliant balloon. The 3.0x38mm xience prime stent delivery system (sds) was deployed at 10 atmospheres (atms). Post dilatation was performed at 16 atms using a 3.0x12mm non-compliant balloon. However, a distal edge dissection occurred. Another 3.0x18mm xience prime stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.